Manufacturer narrative:
An event of a cardiac tamponade was reported. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received and a review of the device history record was not possible as not lot number was provided. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Six hours following an atrial fibrillation procedure, a cardiac tamponade occurred. Transthoracic echocardiogram diagnosed the tamponade. A pericardiocentesis was performed to stabilize the patient. There were no patient symptoms observed prior to the tamponade. During the procedure, force measurements increased up to 100 g when maneuvering the ablation catheter and the physician alleged the tamponade was due to the ablation catheter. There were no performance issues with any abbott device.